Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during priming of a neonatal circuit it was noted that a filter connected to the priming bag was "clogged". The customer couldn't get flow through it during the crystalloid prime and had to use the "bridge" portion of the priming system. This occurred prior to use on patient and there was no patient involvement. The date of the event is unknown.

Event description:
It was reported that during priming of a neonatal circuit it was noted that a filter connected to the priming bag was "clogged". The customer couldn't get flow through it during the crystalloid prime and had to use the "bridge" portion of the priming system. This occurred prior to use on patient and there was no patient involvement.

Manufacturer narrative:
Initial MDR section g.5 PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Manufacturer narrative:
Device evaluation: it was requested by the evaluator that the device not get sanitized prior to the evaluation since the event occurred prior to clinical use, during priming. The returned pre-bypass filter was examined for anything that could cause a clog. There was red liquid contamination noted in the filter. Pre-bypass filters are assembled dry and red liquid would likely have been noticed during assembly; this contamination was most likely introduced during priming / use. The reported event was confirmed. Based on the investigation the most likely cause of the pre-bypass filter clog was determined to be contamination introduced during the priming / use by the customer. The returned pre-bypass filter was examined for anything that could cause a clog. There was red liquid contamination noted in the filter. Pre-bypass filters are assembled dry and red liquid would likely have been noticed during assembly; this contamination was most likely introduced during priming / use. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during priming of a neonatal circuit it was noted that a filter connected to the priming bag was "clogged". The customer couldn't get flow through it during the crystalloid prime and had to use the "bridge" portion of the priming system. This occurred prior to use on patient and there was no patient involvement.